Event description:
The distributor in (B)(4) reported that the device's exhaled volume reading is 350ml with th evolume set to 500ml. The delivered volumes were reported to be within specificaitons. The distributor in panama reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The distribution in (B)(4) reported that they had calibrated the device's pressure transducers and tried replacing the exhalation flow sensor several times without correcting the issue. A carefusion technical support representative provided the distributor in (B)(4) additional troubleshooting recommendations. The distributor in (B)(4) reported back they replaced the o-rings in the device's flow sensor receptacle and issue was resolved.